Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device found the instrument broken. The device was not cracked as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device found the instrument broken. The device was not cracked as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 950501218 sigma hp fem notch impactor. The device is not cracked as reported. Visual examination of the returned sigma hp fem notch impactor found the celcon impactor head has broken off the metal base. All pieces of the device were returned. The device is not cracked as reported. There is wear and significant deformation on the impaction head attributed to heavy impactions over time. The overall condition of the celcon impaction head component suggests heavy usage. The root cause is attributed to device damage/wear from normal use and servicing. Based on the root cause of device damage/wear from normal use and servicing, the need for corrective action is not required. Complaints trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral extractor was cracked while in use. No.